Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) was not working as well and she wanted to change programs. The patient was feeling stimulation. She was currently on program 3 at 3.0 volts. She had already tried all the programs and program 3 had worked the best but she wanted to increase stimulation. When she would try, the stimulation was uncomfortable and that was the same for the rest of the programs. The patient was redirected to her healthcare provider (hcp) for reprogramming and to check longevity. There was a loss of therapy. She was taking a medication for her bladder since the device was not working as effectively as she thought it should.

Event description:
It was later reported that manufacturer staff stated that patient complained that therapy was still not working and doctor office has been trying to reach rep but has not been successful. The patient later called and wanted representative paged for adjustment and indicated that doctor's office only has 3 programs for patient to try.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they were recently diagnosed with multiple sclerosis (ms) which is why they wanted MRI compatibility guidelines, and stated as far as they know, ms was not related to their implanted device/system. Patient reported however the ms probably had to do with their bladder issues. Patient stated they should have done an MRI before the device was implanted. Patient then stated the device had malfunctioned since it was implanted, further clarifying and stated therapy was not relieving their symptoms and noted they were on other medications. Patient reported loss of therapy. Patient reported that when the ins was replaced they left the leads in and then implanted a new ins with new leads. Patient stated the leads were left inside because they were hard to remove. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ywrd, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va00ban, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the new implant that was put on (B)(6) 2015 was not working right. It was noted that patient spoke with manufacturer representative a couple times after implant and he had the patient increase the stimulation and the feeling of it was "ungodly" painful. The patient called the representative back and he told her to just go ahead and change it to a different setting. However the patient was unhappy with this so made an appointment with health care provider (hcp)'s office. The patient went in and worked with the physician assistant (pa) one day and they did some adjustments. However the patient reported that every one of the settings felt like stabbing pain in the bicycle area. The patient reported still had to wear depends because of her bladder, and she was not getting therapeutic effect. The patient was still in pain from the surgery. It was noted that patient's first procedure she had she was awake for and could feel the leads being put in, and this time they knocked her out and stated she didn't need to be asleep for this. They put new leads in and put them in a whole new different area and patient does not know why. The patient reported they left the old leads implanted even though they are no longer in use. The patient thought that this was the reason why she was having problems with the new system. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.